Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the pump was not inflating and, therefore, collapsed. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.